Event description:
The ra lead was explanted and replaced.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead had dislodged from the ablation procedure earlier. The ra lead had also exhibited unspecified capture and sensing issues. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were dislodgment, a capture issue, and a sensing issue. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. The reported events of a capture issue and a sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: g3 in previous report should have been 5 feb 2025.